Event description:
The stent fell off the 2.5 x 18 cypher balloon before prepping. No additional information was provided.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.